Event description:
The companion 2 driver was not in use by a patient. The customer reported that the companion 2 driver exhibited an "emergency batter error" alarm. This alleged failure mode poses a low risk to the patient, because the issue was observed when the companion 2 driver was not supporting a patient. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.